Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia beginning several hours after an infusion set change, with glucometer-confirmed blood glucose reaching a ¿high¿ reading and later measured at 352 mg/dl, persisting above 180 mg/dl for approximately seven hours and triggering sustained high-glucose alerts. Symptoms included no reported acute clinical effects such as dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no assistance required, with glucose levels trending down after relocating the infusion site. Investigation included telephonic troubleshooting and education, verification of sensor accuracy with a glucometer, inspection of the removed cannula, and review of device use history indicating multiple meal announcements. Investigation of this case revealed that the initial infusion site was likely suboptimal, as suggested by insertion pain and blood on the cannula tip, and that frequent or duplicate meal announcements were occurring, while external pump components showed no visible defects. It was concluded, based on previously established findings for similar reports, that the cause was user-related infusion site placement and use-related behavior involving meal announcements.